Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient's husband reported the infusion device "ok" button does not function properly. This was noticed when husband changed the insulin cartridge. No error messages were received on infusion device. Patient switched to backup infusion device. Infusion device was requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.